Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the implant at tooth site #27 has a fractured screw. Implant is still in patient's mouth with the fractured screw. Ods screw broke off in implant & screw & implant can't be removed. So will be buried & new implant placed. Additional appointment needed to place new implant.